Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
During an asnis micro 3.0 withdrawal case, a hollow screwdriver was used to remove a screw. The screw did not turn, and the shaft broke. In order to avoid recurrence, the other implanted screw was not removed. Event details indicate that no surgical delay or adverse consequences were reported.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause of the determined event was attributed to a user related issue. The breakage was caused by overload. The operative technique guide for asnis iii cannulated screw system indicates: "removal: it is recommended that the solid screwdriver be used for screw removal. This can apply greater torque and will reduce the potential for damaging the hex tip on the screwdriver." The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
During an asnis micro 3.0 withdrawal case, a hollow screwdriver was used to remove a screw. The screw did not turn, and the shaft broke. In order to avoid recurrence, the other implanted screw was not removed. Event details indicate that no surgical delay or adverse consequences were reported.